Event description:
I had the synergy xd heart stent put in after a blockage was cleared from my lad and it seems I've had nothing but problems since. I've had at least three or four documented heart attacks. I am in the hospital right now because last night I had another mini heart attack.